Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 19) occurred during insulin delivery. Blood glucose (bg) level was 580 mg/dl with diabetic ketoacidosis. Subsequently, customer was hospitalized. Bg was treated with manual insulin injections. Reportedly, the customer was released three days later ((B)(6) 2019) with the issue resolved and no permanent damage. The customer reverted to manual injections for alternate insulin therapy.